Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. Charge and boot tests was performed and failed due to receiver not turning on. The receiver log was not downloaded and reviewed due to the receiver not turning on. An internal visual inspection was performed but failed due to water damage. Pictures were taken. The allegation was undetermined. A probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver display was frozen. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.